Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The control board was replaced.

Event description:
The hospital reported the unit gave a system reset alarm , this alarm requires the user to restart the unit. There was no report of patient involvement.